Event description:
Serious injury involving one person. On 4/20, pt complained of discomfort in right eye and was diagnosed with corneal ulcer. Dr prescribed ciloxin and biroptic and referred pt to another dr on 4/22 who diagnosed corneal anterior stromal keratitis and prescribed tobradex 4 times daily, resumed biroptic on 4/24, and discontinued ciloxin on 4/27, pt then referred to corneal consultant dr who diagnosed 2.5mm central superficial stromal inflamation with staining on right eye. Tobradex decreased and condition improved. Lens model/water content: focus toric/55%;lot 6235567; eue involved: right; refaction: hyperopia; duration of use (months) wearing modality: 23; number day lens worn: 1; last visit to practitioner prior to symptoms: 4/17; type of lens care system used: peroxide; disinfecting system used: aosept; was homemade saline used: no; number days worn between cleaning & disinfecting: 1; days between cleaning and symptoms: 1; days between symptoms and calling 6. Dr: 1; self-treatment by pt: no; hand washing before lens manipulation: unk; ulcer location: 6:00 mid-peripheral; visual acuity before symptoms: 20/20 with lenses; visual acuity after symptoms: 20/70; results of culture: none taken; results of corneal biopsy and/or scrapings: none taken; prognosis: significant improvement as of 4/20/1998.